Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-35650, related manufacturer reference number: 2017865-2023-35651. It was reported that the patient presented in the hospital due to systemic infection. The pacemaker system, which includes the right ventricular (rv) lead and right atrial (ra) lead, was then explanted. The patient was recovering well after the procedure.